Event description:
The user's hearing performance with the device is affected. The user's parents noticed that the child did not hear when the right ear processor went off and went to the clinic for troubleshooting. Reimplantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode, as it might be caused by an external mechanical impact appears likely. In addition, in situ measurements show the most basal channel with high impedance status due to undetermined reasons. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The user's parents noticed that the child did not hear when the processor on the contralateral side went off and went to the clinic for troubleshooting. Reimplantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. Even though no such causal event, like an accident, is mentioned in the recipient_s report. The investigation results appear to match the high gpi and decreased performance mentioned in the recipients report. In addition, in situ measurements showed the most basal channel with high impedance status due to undetermined reasons. This is a final report.

Event description:
The user's parents noticed that the child did not hear with the device when the audio processor on the contralateral side was not being used and went to the clinic for troubleshooting. The user has been re-implanted.